Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020 and was found to have reduced biventricular pacing. Dislodgement of the atrial lead and loss of atrioventricular (av) synchrony was observed. The physician noted that a faster biventricular pacing in vvi mode would have increased (av) desynchrony because the patient was in sinus rhythm. Programming changes to vvi pacing was made and the left ventricular pacing was turned off. The atrial lead was subsequently extracted on (B)(6) 2020 and replaced successfully. The patient was stable before, during and after the procedure.